Event description:
Customer reported the alarm has power but does not sound when sensor is connected to the alarm and there is no weight on the sensor. Customer did not provide a date when this was found but did state it was during set up prior to being put into use with a pt. No pt incident or injury was reported.

Manufacturer narrative:
The product has been requested to be returned but has not been rec'd. Note: instructions for use state: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time wight is removed from the sensor, the chari belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).